Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID (B)(4) (lot: va0v67v); product type: 0200-lead; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had an issue before with the old stimulator and they took it out and that stopped the pain. Patient said they hcp said "one of the leads broke off" and was hitting a nerve.

Manufacturer narrative:
Continuation of d10: product ID 3093-28, lot# v003390, implanted: (B)(6) 2006, explanted: (B)(6) 2023, product type lead. Product ID 3889-28, lot# va0v67v, implanted: (B)(6) 2015, explanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the lead breaking was determined as being "another physician had tried to remove the original lead and it snapped upon attempted removal." They also noted the likely cause as being "the new lead was likely placed too close to the old broken lead." The steps taken were noted as being "patient¿s battery was discovered to be dead at an office check in (B)(6) 2023. At this appointment the patient also expressed discomfort from their stimulation; even when the device was turned down the stimulation was still uncomfortable. Patient was scheduled for a full replacement on (B)(6) 2023. While x-raying during this procedure, it was discovered that the patient had two leads in place nearly on top of one another on the x-ray on their right side. One lead was intact and connected to their current battery and the other lead was clearly broken and not connected to a battery. Both leads and battery were removed in their entirety and replaced contralaterally on the left side with their new system on (B)(6) 2023." The issue was reported as being resolved.